Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing and "small" sensing. It was also reported that the implantable pulse generator (ipg) had invalid cardiac compass data. The ra lead and ipg both remain in use. No patient complications have been reported as a result of this event.